Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown side deflation. (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent unspecified breast surgery with unknown size unknown saline implants on both sides and experienced unknown side breast implant deflation. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502700; serial number: (B)(4) on the right side and with unknown saline device on the left side on (B)(6) 2011.